Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii with "patient was not happy, patient said breast look sad". Later, healthcare professional reported "textured implant". Healthcare professional later reported "implant was displaced in a cephalad manner". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii with "patient was not happy, patient said breast look sad". Later, healthcare professional reported "textured implant". Healthcare professional later reported "implant was displaced in a cephalad manner". Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. ¿ unsatisfactory result: unable to observe as it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.